Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and attempt to resolve the issue by reconnecting or loading a new cartridge. Despite these steps, the alarm recurred, leading technical support to advise waiting two hours to allow moisture to evaporate and to follow up with a healthcare provider for alternative insulin therapy if needed.